Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 45 mg/dl and current blood glucose was 141 mg/dl and low blood glucose was treated with the food and refused troubleshooting for it. The customer also reported that, the insulin pump had weak battery alarm. The device is not expected to be returned for analysis.